Event description:
The following information was reported by the home health nurse to kci on (B)(6) 2012: on (B)(6) 2012, the home health nurse saw the pt to perform a dressing change. On inspection of the wound, the v.a.c. Granufoam dressing was not visible to the home health nurse. The opinion of the home health nurse was that the foam dressing from the previous application had fallen out or been removed. As a precautionary measure, (B)(6) 2012, the pt was taken to the operating room and the wound was explored; however, the v.a.c. Granufoam dressing was not visualized. The pt is reported to be doing well and is currently on activ.a.c. Therapy. Kci is filing this report solely based on the fact that exploratory surgical intervention was undertaken in connection with the event.